Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review "ankle arthrodesis using the taylor spatial frame for the treatment of infection, extruded talus and complex pilon fractures", one patient suffered from a refracture after external fixation treatment with the taylor spatial frame system. The issue was successfully managed conservatively. No further information is available.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on a review of the literature article, the requested clinical documentation has not been provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed, nor could the clinical root cause of the re-fracture reported be determined. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. According to the complaint, the issue was successfully managed conservatively. The impact to the patient beyond that which has already been documented in the article could not be confirmed nor concluded based on the information provided. Therefore, no further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as patient bone quality, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).